Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a linear opening, fold creases, wear abrasion, and white and orange particles. Leak test was performed which identified leakage per brown particles. These particles were not removed and, subsequently, a microscopic analysis was performed which identified particle leakage. A microscopic analysis identified: a curved(striated) opening on radius side assessed as surgical damage and a linear(smooth) opening on radius side in the same location of crease assessed as fold(flaw) opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a (curved)striated opening assessed as surgical damage, a crease smooth opening assessed as fold flaw opening, and particles in fill channel assessed as particle leakage.